Manufacturer narrative:
Concomitant medical products: dtbb1d4 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited high impedance and signs of a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.